Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 623-10-36e, lot# mjkn36, description: trident 10 x3 insert 36mm ID; cat # 2030-6525-1, lot # mjky78, description: 6.5 cancellous bone screw 25mm; cat # 18-3605, lot # 33069901, description: delta c-taper head 36mm +5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported that, "the patient had pain."